Event description:
This is a case report received by baxter (B)(4) from a healthcare professional. It was reported that an aqualine tubing set was found with a cut . According to the reporter, after 4 hours of dialysis, the nurse observed air in the circuit. Then she checked up the integrity of the circuit to found a fissure on the blood pump line. The therapy has been stopped. The set has been disconnected and replaced by another. There was no injury or medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This complaint refers to an aqualine set that was reported to have a fissure on the blood pump line. The defective sample is not available without the defective sample it is very difficult to determine the root causes. A device history file review was performed and nothing was found of anomalous. No corrective/preventive action has been defined because they were not able to define what happened and relevant causes.